Event description:
There was no patient involved. Enduser alleges that sam300p unit powers on by itself; fsca unit.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 13th may 2010. The device performed to specification throughout testing at heartsine. Experience has shown that faults of the reported nature can be characterised by multiple manual power ons, mainly of ten minutes duration, due to a membrane failure. There were no 10 minute manual power ons recorded in the history log. There were 26 manual power ons of under one minute duration recorded in the history log from the date of installation. The manual power ups may indicate the user was power cycling the device or the beginnings of a membrane failure. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Enduser alleges that sam300p unit powers on by itself; fsca unit.